Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor was reading 82 mg/dl but his blood glucose level was 35 mg/dl. The customer passed out in his car coming home and the paramedics were called on 03/21/2017. The customer was hospitalized with a blood glucose level of around 100 mg/dl. The customer treated his blood glucose level with glucose tablets. The paramedics gave him IV glucose. The customer was wearing the insulin pump at the time of hospitalization. The customer was not involved in a vehicular accident while wearing the insulin pump. Troubleshooting was not completed. The device was not returned.

Manufacturer narrative:
Device passed displacement test. Basic occlusion test, prime test, excessive no delivery test and occlusion test. No error alarm during testing noted.